Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. The patient was not hospitalized for the event. Treatment was not provided at the time of this report. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow up that on an unknown date, the patient passed away at home. The cause of death was reported to be due to peritonitis and hypotension. It was reported that an autopsy was not performed. Pd therapy was ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.